Event description:
Procedure: gastrectomy. According to the reporter: the jaws did not open after firing. The ins was resected with another instrument. There was bleeding but no transfusion was needed. Surgery time was extended by 90 minutes.